Manufacturer narrative:
Other relevant device(s) are: product ID: 9735519, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. A cable was returned for analysis. Analysis found the cable was damaged and a continuity test found an open between pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when the digital visual interface (dvi) monitor cable is slightly moved it distorts the color on the monitor. There was no patient present when this issue was identified.